Event description:
The customer reported that the device would not hold the battery and that there was an associated "configurations lost" message. There was no negative patient impact related to this report.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.